Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection with the naked eye noted that the titanium spike connector was separated from the light blue mainbody. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The disconnected cap was fully seated and tightened; therefore, the report of disconnection to spike was not duplicated. The reported condition of disconnection was not verified. However, a separation was verified. The cause of the separation was related to inadequate solvent application between the female connector, insert chip, and main body during the manufacturing process. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a disconnection between a titanium transfer set and a disconnect cap at home. The nurse reported that " the patient disinfected the t-set the cap came off and put the cap back on every time". The issue was found after the patient was admitted to the hospital for symptoms of peritonitis. The cause of the disconnection was unknown; however, disconnection and reuse of a contaminated medical device involves breach of the sterile barrier, and aseptic technique. It was not reported if the patient was treated for the event. At the time of this report, the patient outcome and action taken with pd therapy was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.